Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The unit had a cracked case at the display window corner, minor scratched liquid crystal display window, cracked belt clip slot at the battery tube threads area, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad during a bolus attempt. The customer's blood glucose was 100 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.